Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. No malfunction. MDR filed due to keyword ¿smoking¿ present in complaint. The controller was returned for evaluation, however subsequent testing could not verify the complaint of the unit smoking. The controller responded to all commands given through the joystick, and there was no visually obvious internal heat or smoke damage to the components. Therefore, the alleged fault was not likely a result of a defective controller. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer alleges the rear of the chair was smoking. No injury is alleged.